Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device. This report filed january 13th, 2016. Device not received by manufacturer.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report filed february 22nd, 2016.